Manufacturer narrative:
Update to d4, h6, and h7. After further investigation, it has been determined that the device lot number is 0000138736. The investigation involved an analysis of production records and confirmation that the device was not returned. A manufacturing problem was identified, and the cause has been traced to a manufacturing deficiency related to recall r-26-025. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
According to the customer contact, "hand injection 3 way tap + syringe were well connected at beginning of case then syringe started to become loose and untwist off the manifold during pci. Manifold changed but still issue occurred. Entire kit changed however same issue occurred with new set." To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the customer contact, "hand injection 3 way tap + syringe were well connected at beginning of case then syringe started to become loose and untwist off the manifold during pci. Manifold changed but still issue occurred. Entire kit changed however same issue occurred with new set."